Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the devices was not returned in any original packaging. The t1, t2 and suture were not returned for any of the devices. Device one: the needle assembly is bent and the actuator is at the tip of the needle. Bio debris is present. Device two: there are long white fibers stuck with bio debris to the needle. The actuator is in the pre-t1/post-t2 position. Device three: the actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found that device one will not cycle due to the bend in the needle assembly, devices two and three cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to pre-maturely deploy. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair, the three (3) fast-fix 360 failed the same way, after the deployment of the t1, the t2 deployed prematurely through the meniscus. All the t-implants were removed with tweezers. The procedure was completed with a non-significant delay using a s+n back up device. No further complications were reported.